Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that one day after system implant, the right atrial (ra) lead and right ventricular (rv) lead were determined to be reversed in the header of the implantable pulse generator (ipg). The device pocket was reopened and the leads were switched to their correct ports. The device system remains in use. No patient complications have been reported as a result of this event.